Event description:
A customer's wife reported that her husband obtained high readings on his freestyle freedom meter. She reported that the customer had obtained high readings on his meter for a couple of weeks and as a result had increased their insulin by 20 units, this occurred four times a day at meal times. Additionally, the customer reported that on 12/5/2007 he took too much insulin and experienced symptoms of exhaustion, irritability, shaking and had a seizure. Paramedics were called and transported the customer to a local hosp. On arrival at hosp, the readings obtained on the customer's freestyle freedom meter was 15 mmol/l compared to 8 mmol/l on the hospital's meter within a 10 minute timeframe. The customer was diagnosed with hypoglycemia and treated with glucose tablets, glucozide and was put on a glucose drip. There was no report of death or permanent impairment in this case.

Manufacturer narrative:
The customer requested to not have the meter replaced, and therefore the meter and test strips will not be available for investigation.